Event description:
It was reported that, "patient had a total hip in (B)(6) 2005. The acetabular shell was malpositioned and patient was experiencing groin pain. After 7 years, the patient decided to have the acetabular implant redone."

Manufacturer narrative:
It was confirmed that the device and additional medical information were not available for evaluation. Although, the root cause of the reported event cannot be determined, it may be related to mal-positioning of the trident shell, as noted in the event description. As with any surgery, pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Pain is a known possible adverse effect of total hip arthroplasty.